Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in regards to her diabetes management in response to the alleged meter issue and consequently the following day, the patient claimed she developed symptoms of dizziness, sweating, and felt unsteady. At an unspecified time (on (B)(6) 2010) the patient administered self-treatment by consuming food and/or drink. The patient denied testing with another device. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced per the owner's booklet recommendation. The patient denied trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.